Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There were no reports of patient injury. The device was stored and prepared according to the instructions for use, and the physician was certified. No device or packaging damage was observed prior to use. The procedure was interventional and performed via a retrograde approach. There was no difficulty connecting the device. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the device and sheath were retracted together until bleed-back slowed/stopped. A non-cordis 6f sheath was used. The physician¿s thumb was not on the deployment button during retraction, no red color was observed in the indicator window, and the indicator wire loop was visible upon removal with no noted anomalies. Angiography confirmed femoral artery suitability with appropriate insertion angle, vessel diameter =5 mm, and no calcification, tortuosity, stent, or significant stenosis. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.